Event description:
Medtronic received information that during use of an autolog iq instrument, it was reported that the bowl was over filling during cycle. The instrument was used to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: the reported over filling bowl issue was verified during service. The service technician inspected unit and found a build-up on emitter/ detector leds. The unit was cleaned, checked level ovr and adjusted. The service technician performed vt and cleaned bobbin on valve assembly. Tested unit level sensors, and it passed. Preventive maintenance was performed as per specification. The instrument was serviced/analyzed in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.